Event description:
Champion-af study. It was reported device related thrombus (drt) occurred. On (B)(6) 2021, a left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx closure device was successfully implanted with a complete laa seal and deployed device diameter of 27.9 mm. Prior to the procedure, aspirin (81mg) and apixaban (5 mg) was administered. That same day, the patient was discharged on aspirin (81mg) and clopidogrel (75mg). 17 days post procedure, the patient noted dark tarry stools and frank blood in stool. Two days later, the patient was hospitalized, and computed tomography (CT) of abdomen revealed sigmoid diverticulosis without diverticulitis. Lab investigation revealed hemoglobin value of 06.9 g/dl (reference range: 11.8 - 16.0 gm/dl) and hematocrit value of 21 % (reference range: 30 - 50%). The patient was diagnosed with gi bleed with anemia. Esophagogastroduodenoscopy (egd) performed two days later revealed several diminutive ulcerations in the gastric remnant but no active bleeding. 2 units red blood cells (rbc) was transfused and aspirin was discontinued in response to the event. 19 days post procedure, echocardiogram (echo) for cardiac clearance prior to egd with incidental finding of potential la thrombus. 23 days post procedure, CT angio chest aorta with/without contrast was performed which revealed small thrombi in the aortic root. The watchman device was noted in the left portions of the left atrial appendage. A 2.5 x 2.6 cm filling defect was noted in and around the attachment. This was compatible with a thrombus. The left atrial appeared more dilated than the rest. No other thrombi was noted and no pericardial effusion was noted. Small bilateral pleural effusions were noted. The CT revealed thrombus on the atrial facing surface of the watchman flx device. The patient was treated medically in response to the event.

Manufacturer narrative:
B7: other relevant history: updated.

Event description:
Champion-af study. It was reported device related thrombus (drt) occurred. On (B)(6), 2021, a left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx closure device was successfully implanted with a complete laa seal and deployed device diameter of 27.9 mm. Prior to the procedure, aspirin (81mg) and apixaban (5 mg) was administered. That same day, the patient was discharged on aspirin (81mg) and clopidogrel (75mg). 17 days post procedure, the patient noted dark tarry stools and frank blood in stool. Two days later, the patient was hospitalized, and computed tomography (CT) of abdomen revealed sigmoid diverticulosis without diverticulitis. Lab investigation revealed hemoglobin value of 06.9 g/dl (reference range: 11.8 - 16.0 gm/dl) and hematocrit value of 21 % (reference range: 30 - 50%). The patient was diagnosed with gi bleed with anemia esophagogastroduodenoscopy (egd) performed two days later revealed several diminutive ulcerations in the gastric remnant but no active bleeding. 2 units red blood cells (rbc) was transfused and aspirin was discontinued in response to the event. 19 days post procedure, echocardiogram (echo) for cardiac clearance prior to egd with incidental finding of potential la thrombus. 23 days post procedure, CT angio chest aorta with/without contrast was performed which revealed small thrombi in the aortic root. The watchman device was noted in the left portions of the left atrial appendage. A 2.5 x 2.6 cm filling defect was noted in and around the attachment. This was compatible with a thrombus. The left atrial appeared more dilated than the rest. No other thrombi was noted and no pericardial effusion was noted. Small bilateral pleural effusions were noted. The CT revealed thrombus on the atrial facing surface of the watchman flx device. The patient was treated medically in response to the event.

Manufacturer narrative:
B2: outcomes attrib to adv event: updated. H6: impact codes: updated.

Manufacturer narrative:
B5: describe event or problem: updated. It was further reported that thrombus did not occur. Therefore, this complaint is being withdrawn.

Event description:
(B)(6). It was reported device related thrombus (drt) occurred. On (B)(6), 2021, a left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx closure device was successfully implanted with a complete laa seal and deployed device diameter of 27.9 mm. Prior to the procedure, aspirin (81mg) and apixaban (5 mg) was administered. That same day, the patient was discharged on aspirin (81mg) and clopidogrel (75mg). 17 days post procedure, the patient noted dark tarry stools and frank blood in stool. Two days later, the patient was hospitalized, and computed tomography (CT) of abdomen revealed sigmoid diverticulosis without diverticulitis. Lab investigation revealed hemoglobin value of 06.9 g/dl (reference range: 11.8 - 16.0 gm/dl) and hematocrit value of 21 % (reference range: 30 - 50%). The patient was diagnosed with gi bleed with anemia esophagogastroduodenoscopy (egd) performed two days later revealed several diminutive ulcerations in the gastric remnant but no active bleeding. 2 units red blood cells (rbc) was transfused and aspirin was discontinued in response to the event. 19 days post procedure, echocardiogram (echo) for cardiac clearance prior to egd with incidental finding of potential la thrombus. 23 days post procedure, CT angio chest aorta with/without contrast was performed which revealed small thrombi in the aortic root. The watchman device was noted in the left portions of the left atrial appendage. A 2.5 x 2.6 cm filling defect was noted in and around the attachment. This was compatible with a thrombus. The left atrial appeared more dilated than the rest. No other thrombi was noted and no pericardial effusion was noted. Small bilateral pleural effusions were noted. The CT revealed thrombus on the atrial facing surface of the watchman flx device. The patient was treated medically in response to the event. It was further reported that thrombus did not occur. Therefore, this complaint is being withdrawn.

Event description:
Champion-af study. It was reported device related thrombus (drt) occurred. On (B)(6) 2021, a left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx closure device was successfully implanted with a complete laa seal and deployed device diameter of 27.9 mm. Prior to the procedure, (B)(6) was administered. That same day, the patient was discharged on(B)(6). 17 days post procedure, the patient noted dark tarry stools and frank blood in stool. Two days later, the patient was hospitalized, and computed tomography (CT) of abdomen revealed sigmoid diverticulosis without diverticulitis. Lab investigation revealed hemoglobin value of 06.9 g/dl (reference range: 11.8 - 16.0 gm/dl) and hematocrit value of 21 % (reference range: 30 - 50%). The patient was diagnosed with gi bleed with anemia esophagogastroduodenoscopy (egd) performed two days later revealed several diminutive ulcerations in the gastric remnant but no active bleeding. 2 units red blood cells (rbc) was transfused and (B)(6) was discontinued in response to the event. 19 days post procedure, echocardiogram (echo) for cardiac clearance prior to egd with incidental finding of potential la thrombus. 23 days post procedure, CT angio chest aorta with/without contrast was performed which revealed small thrombi in the aortic root. The watchman device was noted in the left portions of the left atrial appendage. A 2.5 x 2.6 cm filling defect was noted in and around the attachment. This was compatible with a thrombus. The left atrial appeared more dilated than the rest. No other thrombi was noted and no pericardial effusion was noted. Small bilateral pleural effusions were noted. The CT revealed thrombus on the atrial facing surface of the watchman flx device. The patient was treated medically in response to the event.